Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported hospitalization due to low blood glucose. Caller stated that the customer's blood glucose level went down to 33 mg/dl and she was unconscious. Caller had taken her to hospital. Caller stated that the settings are wrong. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.